Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per field service representative (fsr), the customer swapped with another unit but it failed. As a result, they swapped out the entire heart lung machine. The issue was verified by the fsr. The batteries were removed and were returned to the manufacturer for evaluation. The fsr installed new batteries in battery unit. The unit performed to and met manufacturer's specifications. This complaint is related to (B)(4) / medwatch #1828100-2017-00094.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the back-up battery of the centrifugal unit would not hold a charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the returned batteries to measure 6.0 and 12.7 volts direct current (vdc) upon receipt. These are not typical readings of batteries of this type. 11.5vdc or higher is typical for discharged batteries of this type. Conductance measurements were not available for the first battery and was 76 for the second battery (non typical). The conductance meter requires approximately 11.75vdc to obtain this reading. A 75s (siemens) is the minimum requirement specified. Attached device under test (dut) batteries to lab-use only (luo) (B)(6) battery (charger) and powered on. After charging for over 16 hours, the battery voltage readings were 9.0 and 12.7 vdc respectively (non typical). Conductance on the second battery had dropped to 72 (failing). This demonstrates that both batteries have some internal degradation and corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.